Manufacturer narrative:
Eval, method: the device history and sterilization records were received. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the returned lead was cut; therefore, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt's scs system consisted of a neurostimulator receiver and a surgical lead. It was reported that the pt's scs system was explanted and replaced due to alleged overstimulation. Reference MFR report # 1627487-2010-02592 for report on receiver.